Manufacturer narrative:
(B)(4).

Event description:
(B)(6)2012: the patient presented with following preoperative diagnosis: lumbar disc degeneration. The patient underwent anterior I nterbody fusion with rhbmp-2/acs and fusion cage. Solitaire implant and screws were used. At an unknown time post-op, the patient developed unspecified injuries due to the use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.